Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms causing a lead safety switch. A fracture of the ra lead was suspected but was not visualized through x-ray. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.